Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a transcatheter arterial chemoembolization interventional procedure. Reportedly, the proglide foot was deployed and as the proglide device was being retracted against the arterial wall, the patient complained of excruciating pain at the groin and down the entire leg. A repeated attempt to retract the proglide device had the same results. The proglide foot was closed and the proglide device was removed without causing pain. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. There was no reported device malfunction. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: there was no device malfunction.